Event description:
A nurse manager reported that bilateral intraocular lenses (iol) were exchanged for different models. The patient was not able to adapt to the lenses and had reported blurry near vision, poor depth perception, glare and halos. In a follow-up, the surgeon reports the outcome of the event for the patient as "excellent". There are two manufacturer's device reports associated with this event. This report if for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number which is for this patient. Additional information was requested 05/12/2008 by mail and fax. A completed questionnaire was received. This report was mailed to the FDA on: 05/30/2008.